Manufacturer narrative:
Lead information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient noticed a change in stimulation coverage. Diagnostic testing revealed high lead impedance values. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced with new ones. The new leads were also relocated. Reportedly, effective therapy was achieved post-operative.